Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had sever psoriasis that was further irritated by the lifevest. The patient reported pre-existing psoriasis which bled under the front therapy electrode (te) pad and clasp. The patient consulted her physician who advised that the patient could not take her current psoriasis medication due to her heart medication. Follow-up indicated that the patient had removed the lifevest and was in contact with her physician.